Event description:
The porduct was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.